Event description:
It was reported that a manufacturer representative was unable to get a read on the patient¿s stimulator. The stimulator depleted about 2 months prior to the report and the patient was being updated to a new battery on the day of the report. After the replacement the patient was getting good pain coverage and doing great. The device was completely dead at replacement.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no significant anomalies. The battery had normal end of life, no telemetry, and no output. (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect. It was noted this began a couple of days ago. The patient reportedly could not use the remote. The ¿pulse was getting weaker, kind of like it was shutting off¿ and would ¿come back up to where it had been.¿ it was noted the patient felt stimulation, but not as much, and he wanted to increase. The patient was told it would last 5 years and it was noted he had it on ¿24/7.¿ the patient thought it had been almost 5 years and was worried the battery was ¿running down.¿ it was noted the patient ¿tried yesterday and the day before and it didn¿t do anything.¿ the patient put new batteries in the controller and it was ¿not working.¿ a new battery was tried and passed the self test.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 7435, product type programmer, patient. Product ID 3487a, lot# serial# (B)(4), implanted: 1998-(B)(6), product type lead. Product ID 389033, lot# j0313872v, implanted: 2003-(B)(6), product type lead. Product ID 7495lz51, serial# (B)(4), implanted: 2003-(B)(6), product type extension, product ID 7495-51, serial# (B)(4), implanted: 2001-(B)(6). Product type extension. (B)(4).